Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty therapy for compression fracture. It was reported that once the operating room temperature reached 21 degrees, cement was brought into the operating room. The operation proceeded smoothly. After 30 seconds of mixing, the cement was loaded into six bfds and four 1cc syringes. After about 8 minutes, the cement showed appropriate hardening (resisting gravity when extruded), and filling commenced. Each 1cc syringe was injected one by one on each side. While transitioning to the second 1cc syringe, the cement was noted to be hard, leading to the use of the bfd pusher to fill the cement inside the bfd (one on each side). The second bfd was used on the left side for filling. While attempting to fill the right side and check the lateral view, it was noticed that the left bfd had hardened. At this point, approximately 3.5cc of cement had been filled on both sides. About 13 minutes had passed since mixing the cement. An attempt was made to remove the osteo introducer by hammering it upwards from below. Only the purple part of the osteo introducer and bfd came out. Attempts to remove the bfd outer tube using pliers and a hammer were unsuccessful. The bfd outer tube was bent into an l-shape, and by twisting and pulling, it was successfully removed. During filling, the bfd solidified with the cement inside the vertebral body, preventing removal. The cement appeared to harden prematurely, causing the bfd outer tube to become stuck and unable to be removed. Significant force was applied in an attempt to pull it back. Various methods, including hammering, were attempted, eventually succeeding in removing it. There were no patient symptoms reported. There was a delay of less than 60 minutes in the overall procedure time. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number: c01a with 510(k)#: k041584 and UDI: (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.